Event description:
A customer reported that a tandem mobi cartridge alarm had been occurring for approximately two months. The event did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer managed the situation by changing the cartridge and resuming insulin deliveries. Technical support was unable to determine the specific alarm number during the initial call but planned to confirm it during a follow-up.